Event description:
Upon application of fetal sensor, bradycardia was noted. Fspo2 remained at 30% but with the presence of variable decelerations, a cesarean section was performed. Standard resuscitative efforts were applied (no intubation) and the pt was released for routine care 4 days later.